Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had fatigue, severe abdominal pain, loss of appetite, vomiting and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (25-sep-2025) is considered to be the best estimate based on the date of awareness. This emdr represents the bard flat mesh. Additional supplemental emdrs were submitted to represent the bard flat mesh and bd perfix plug. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal claim: attorney alleges that the patient underwent incarcerated right inguinal hernia repair with implant of perfix plug hernia patch and two bard hernia patches on (B)(6) 2021. It was alleged that the patient had fatigue, severe abdominal pain, loss of appetite and vomiting. As alleged, the patient has been advised perfix plug mesh is not adhering and a revision surgery is necessary. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.